Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment,malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-01375 and 3002806535-2016-00196). Device remains implanted.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty on an unknown date with unknown product. Subsequently, the patient was revised on (B)(6) 2015 due to aseptic loosening. The patient underwent a closed reduction procedure on (B)(6) 2015 due to periprosthetic femoral fracture. The patient underwent a closed reduction procedure on (B)(6) 2015 due to subluxation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 5 mdrs filed for the same patient (reference 1825034-2016-01375 / 02089 / 02090 and 3002806535-2016-00363 / 00196).

Event description:
It was reported that patient underwent a closed reduction procedure for the left hip approximately five (5) months post-implantation due to subluxation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 22-301323, arcos con sz c std 70mm ha, 104020; 22-300920, arcos 20x190mm spl tpr dist ha, 898940; 106058, ran/bur rnglc shl 58mm sz 25, 124470; 650-0660, delta ceramic fem hd 36/-3mm, 3509961. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.